Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Physician reported patient has shown changes of skin texture near left breast. Check ups have shown 2.5 cm lymph nodes in breast and suspecting potential leakage. The device remains implanted.